Manufacturer narrative:
Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that two malfunction alarms occurred as well as the touch screen was unresponsive. Reportedly, the pump was exposed to water beyond recommended depth. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.